Event description:
It was reported that when attempting to interrogate the device that there was no telemetry. It was noted that two different programmers were used to attempt to interrogate and that it was unknown if the device was pacing or not. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.